Event description:
It was reported that the clinician reported that the pulse generator exhibited back up vvi mode. The device image could not saved, it had failed at all commands. No intervention had been performed or verified. No patient symptoms were reported.

Event description:
New information states that the pulse generator was explanted and replaced successfully. The patient was stable prior during and after the procedure.

Manufacturer narrative:
Analysis confirmed the backup vvi, due to code corruption in the hardware register, the cause of the corruption could not be determined. After placing new battery and reloading product code, no anomaly was fine. This was considered normal battery depletion.